Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing atrial flutter. The device showed atrial high rate episodes and "millions" of premature atrial contractions. It was also reported that the lead impedance decreased from 670 ohm at implant to 419 ohms. The device and lead are still in use. No patient complications have been reported as a result of this event.